Event description:
The patient's left knee was revised due to infection. All devices were explanted and an antibiotic spacer was implanted. The previous revision was performed at a different hospital and that surgeon is now deceased so we cannot confirm that the previous revision was of stryker devices.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown ts insert. The following other devices were also listed in this report: unknown triathlon ts femur; unknown offset femur; unknown stem extension femur; unknown ts baseplate; unknown tibial offset; unknown stem extension; unknown patella; unknown distal blocks x2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. No other information was made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.